Event description:
The customer was in the act of tightening a lis cable connection at the rear of the axsym analyzer with a screwdriver as part of troubleshooting for a host communication error when he received an electrical shock. This axsym analyzer plugs into a separate outlet from the other three instruments in the lab. The customer was holding the screwdriver by the shaft with one hand and the handle with the other hand. An ambulance transported the customer to the hosp emergency room where he was administered an anti-inflammatory and muscle relaxers and sent home. There is no report of any further injury to the customer the customer has since returned to work.

Manufacturer narrative:
An abbott technical engineer inspected the axsym analyzer's power system and all connections and found no issues with the analyzer. The customer's own maintenance dept checked all the electrical outlets in the area and found no issues. The circumstances surrounding this issue is addressed in the following sections of the axsym system operations manual: the original issue was related to host communication errors. However, the actual error (code) was not available. Host communication errors are addressed in the axsym system operations manual (list number 9a26-06), section 10: troubleshooting and diagnostics, computer hardware 8000-8999. Error codes, probable causes and corrective actions are listed in this section. The axsym system abbott standard interface rs 232 manual (list number 09a50-55) section 6: troubleshooting also contains host interface error codes, probable causes and corrective actions for host interface errors. Section 1: use or function of the axsym system operations manual contains info instrument cables. The manual states to perform the system shutdown procedure before disconnecting or connecting cables. The manual continues with instruction to disconnect the system from the power supply as an added precaution. An electrical warning is displayed in this section indcating only abbott service personnel may examine or provide cables. Section 7: operational precautions and limitations, hazard types states the electrical hazards associated with the axsym system. Including instruction to follow the axsym system's instructions to disconnect the power supply for service or maintenance. The safety icons listing located in section 7 identifies the electrical warning icon and states the electrical warning icon alerts the operator to the possibility of electric shock in the described activity or at the posted location. Operator error is the most probable cause for the injury. The operator did not follow the instructions or the labeling in the operations manual in order to prevent an injury. The investigation demonstrated that the axsym analyzer is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.